Manufacturer narrative:
(B)(4). D4: batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that leakage occurred after surgery. Leakage occurred in the posterior wall of the patient 7 to 10 days after discharge. No revision surgery. Procedure: lap anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? - lap. Lar, ar surgery did the patient receive any preoperative chemotherapy or radiation? Information not available. Were there any issues experienced with the device in the initial surgical procedure? Colon - used the product in colon surgery since last year, no similar issue until now. (Monthly average usage : (B)(4) units) - no abnormality identified and odp properly followed. What healthcare professional fired the device and what is his/her experience with the device? - firing is done by support surgeon such as fellow or resident. As they have used our products since the last version, cdh, the understanding level of the products by the surgery team is considered high. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - difficult to identify the exact location as it was determined by the surgeon based on the tissue status. - orange bar is in green gap setting range. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - anvil - wait a while after anvil arrangement, but not exactly 15 seconds. Were there any issues with device use/firing? - no issue during usage. What confirmation was received that the device completed the firing sequence? - checking washer breakage sound and green light and after removing checking tissue donut all the time. Was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? - half rotation, 4-5 times and then removing. Was there any difficulty removing the device?. No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. - donut inspected and no issue identified. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? - no leak test performed as there was no issue during surgery. Was the staple line visualized endoscopically during the initial surgical procedure? Information not available. How many days postoperative did the leak occur? - pod 7 ~ 10 later, when patient visited hospital after discharged from the hospital. How was the leak identified? Information not available. What was observed at the site of the leak upon reoperation? - anastomosis posterior leakage - leakage at anastomosis posterior lesion. How was the leak addressed? Information not available. What is the current patient status? No further update on patient condition.